Event description:
It was reported that the patient experienced syncope or near syncope. In addition, the rhythm accelerated to ventricular fibrillation (vf) after anti-tachycardia pacing (atp). The patient received inappropriate therapy for an atrial arrhythmia with rapid ventricular response (rvr), that the implantable cardioverter defibrillator (ICD) detected as ventricular tachycardia (vt). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.